Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that an 11500a 23mm inspiris resilia aortic valve [2023-09826-02] and 7300tfx 31mm bioprosthetic mitral valve [2023-09826-01], both implanted for one (1) month, were explanted due to unknown reasons. The explanted devices were replaced with an 11500a 25mm inspiris resilia aortic valve and 11400m 29mm mitris resilia mitral valve respectively. Post op patient's status noted in recovery.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, a definitive root cause cannot be conclusively determined.